Event description:
It was reported that the armada balloon ruptured at 6 atmospheres during the first inflation while treating a moderately calcified anterior tibial lesion. No resistance was noted during advancement or retraction in the lesion. The balloon was replaced with another armada and the procedure was completed successfully. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the balloon which is consistent with a leak or rupture while in the anatomy. The balloon was loosely folded, consistent with being partially inflated. During functional testing, an indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), but fluid was observed leaking through the guide wire port of the hub. After the tip was plugged with a pin gauge and the indeflator attached to the guide wire port of the hub, the catheter was pressurized with water and immediately fluid was observed leaking through the adhesive in the hub up through the inflation port. While the indeflator was attached to the inflation port of the sidearm, the balloon was able to be inflated to rbp with no damage noted, with the tip and guide wire port plugged. A balloon rupture was not confirmed. There was no other damage noted to the balloon catheter. Potential factors that could cause a leak at the hub include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. In this case, based on the reported information and analysis of the returned product, it is possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. A review of the lot history record revealed no nonconformances indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents.